Event description:
According to the reporter: occurred pre-operatively. After loading, the device could not be closed properly. The issue happened again with another stapling handle. The reload automatically pops up abnormally. Another reload could partially close. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one video and one device. The anvil clamping mechanism was deformed. The video noted the loading unit was engaged to the instrument and the jaws were open. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Correction: if information is provided in the future, a supplemental report will be issued.